Event description:
Sudden drop in blood pressure within 3 minutes of initiating dialysis. Also nausea, dyspnea, pallor diarrhea, (occult pos) weakness, abdominal pain. Transferred to ER and on to acute care hospital per ambulance. Dose, frequency & route used: 2000 units ivp. Therapy dates: on dialysis 1 year. Diagnosis for use: hemodialysis. Event abated: yes.